Event description:
Reporter noted six cases of endophthalmitis out on nine procedures from same operating room. Cultured air vent, found staphylococcus epidermis. Three patients cultured staphylococcus epidermis but different strains. Infection noted one day post-op in eighth pt. Required vitrectomy. Growth cultured.